Manufacturer narrative:
UDI # : (B)(4). The device was returned for evaluation. The device history record (DHR) documentation showed no abnormalities related to the reported failure. The reported complaint was confirmed via inspection of the unit. The disk ratchet has moved causing the teeth to grind. The rocker arm assembly has up and down movement. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.

Manufacturer narrative:
The device was not yet returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A customer reported that the a3059 mayfield composite series skull clamp was not holding and needed repair. There was no patient injury reported.